Event description:
The customer reported via phone call indicating that the insulin pump had off no power. Customer's blood glucose was 296 mg/dl. The customer stated that the type of battery in use is aaa (B)(6) alkaline. The customer declined to troubleshoot for she knows why they came off. The customer also reported via phone call indicating that the insulin pump alarm a39. Customer's blood glucose was 39 mg/dl. The customer was advised to perform rewind process again. The rewind processed was not completed. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump passed the self test with no alarm. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, and a cracked reservoir tube lip.